Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bilateral salpingo-oophorectomia, when surgeon fills the balloon, he notes, that it is not filled completely and gas flow stopped. To finish the surgery they change device. The surgery was extended by more than 30 minutes due to the device issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the locking collar was broken. The trocar balloon valve seal and doors appeared intact. The inflation syringe was received. The obturator was received. A functional evaluation found that the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.